Event description:
It was reported that the ventricular assist device (vad) patient was admitted for biventricular failure. The patient received diuresis and their vad speed was increased. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Log file analysis associated with con317421 revealed a controller power up event with an associated pump start event logged on (B)(6) 2020 at 01:56:13. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power-up event were not available. The controller was without power for 27 seconds. This is an additional finding not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Review of the available data log file revealed that the log file did not cover the reported event date. Review of the alarm log file did not reveal any alarms logged within the reported event date. Information provided by the site revealed that the ventricular assist device (vad) patient was admitted for biventricular failure. The patient received diuresis and their vad speed was increased. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.